Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
Voluntary report received: the patient underwent a right total hip replacement using the depuy pinnacle ultamet acetabular cup in 2024. The surgery resulted in an intraoperative fracture and postoperative complications including a severe staph infection. This infection required a revision surgery in 2025, during which an antibiotic spacer was placed, and I have been on prolonged IV antibiotics since. The patient's operative reports confirm that the 3m bair hugger warming blanket was used during all three surgeries. The patient has suffered significant pain, limited mobility, and emotional distress. The infection and implant failure have severely impacted my quality of life, requiring multiple surgeries, extensive antibiotic treatment, and ongoing disability accommodations. The patient believes the infection and implant failure are related to the defective design of the depuy pinnacle ultamet cup and the use of the bair hugger warming blanket, which has been associated with increased infection risk in some cases. Outcome: multiple surgeries including implant removal and revision six weeks (and ongoing) of IV antibiotic treatment via chest catheter severe and chronic pain and disability unable to perform daily activities or maintain my previous lifestyle additional information: operative. Reports, imaging studies, and physician notes are available upon request to substantiate the timeline and medical treatment.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: added: d10.